Event description:
(B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2013, the patient presented with stable angina. Subsequently, the coronary angiography and index procedure were performed. Target lesion was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 34 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with direct stent placement using a 3.00 mm x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with complaints of nausea, acute gastrointestinal (gi) bleed and was hospitalized. Subsequently the patient was withdrawn from aspirin and clopidogrel. An electrocardiogram (ECG) was performed which revealed sinus rhythm, possible left atrial enlargement and old septal infarct. Following day, the subject¿s troponin levels were noted to be elevated; peak troponin I=4.856 ng/ml, uln=0.056 ng/ml. ECG revealed sinus tachycardia and septal myocardial infarction. Also, anterior st depression was observed suggestive of ischemia. The patient was placed on medication and the events of mi and gastritis were considered to be resolving. Six days post procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).